Manufacturer narrative:
H10: additional narratives. Correction: b5 was corrected to reflect the information which should have been submitted in the initial MDR. Additional information: h6 was updated per new information received. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The device was not returned for evaluation, as it is not accessible for testing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards learned through the implant patient registry that a 21mm aortic valve was explanted after an implant duration of six (6) years due to severe aortic stenosis, pvl, and dehiscence. The explanted valve was replaced with a 23mm valve. Per received medical records, the patient presented with worsening shortness of breath. Pre-op tee showed an ejection fraction of 50%, moderate as, the valve was rocking with severe pvl, and moderate-severe mr. The patient underwent redo aortic valve replacement and mitral valve repair with a non-ew ring. Direct inspection of the aortic valve found it was only held by approximately half the sutures. The entire left commissure and the right left commissure had dehisced. The valve was excised, a 23mm valve was implanted and tied down with the cor-knot device. Post-op echo showed good ejection fraction, trivial perivalvular leak, and not much regurgitation. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition. Postoperatively the patient had complications of aki, ards, and respiratory failure. On pod # 4, the patient developed profound hypotension, coded and expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The explanted device is not available for evaluation as it was discarded. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned through the implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of six (6) years due to unknown reason. The explanted valve was replaced with a 23mm 11500a inspiris valve. Per idc there was device deficiency and the patient was noted to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.